Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold post implant. The sensing and impedance measurements were in range. A chest x-ray was performed and no anomaly was noted. There could had been a possible lead micro-dislodgement. Subsequently, the device was reprogrammed. The measurements were rechecked again the following day and the measurements were stable. No further action is needed. No adverse patient effects were reported. This rv lead remains implanted.